Event description:
It was reported that a cartridge alarm ( cartridge alarm 1) occurred. The customer's blood glucose level was 121 mg/dl. Reportedly, the customer load a new cartridge and was able to resume insulin delivery.